Event description:
It was reported that the due to right ureteral calculi, the patient was sent to the operating room at 08:05 on (B)(6) 2023 for transeurethral ureteroscopy for right lower ureteral calculi lithotripsis plus right ureteral stent insertion under epidural anesthesia. During the operation, a calculi about 0.7×0.6cm in the lower ureter of the right ureter was found, which was crushed by holmium laser and then the ureteral stent was left in place. During the operation, the patient had normal vital signs, satisfactory anesthesia, smooth operation, less intraoperative bleeding, and returned to the ward safely after the operation. The ureteral stent was placed to dilate the ureter and prevent postoperative ureteral stenosis and obstruction. The operation was smooth and there were no complaints of discomfort after the operation. It was stated that the at 10:25 urological CT on (B)(6) 2023, the patient had a proximal ureteral stent that breached the kidney. At 16:00 on the same day, patient was sent to the operating room for right ureteral stent adjustment under intravenous anesthesia. After the operation, snake venom hemocoagulase was given to stop bleeding. After treatment, the above symptoms gradually relieved, and he was discharged from hospital on (B)(6). It was noted that the right ureteral stent was adjusted under intravenous anesthesia, and snake venom hemagglutinin was given to stop the bleeding after the operation. After treatment, the above symptoms gradually alleviated, and he was discharged from the hospital on (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the due to right ureteral calculi, the patient was sent to the operating room at 08:05 on (B)(6) 2023 for transeurethral ureteroscopy for right lower ureteral calculi lithotripsis plus right ureteral stent insertion under epidural anesthesia. During the operation, a calculi about 0.7×0.6cm in the lower ureter of the right ureter was found, which was crushed by holmium laser and then the ureteral stent was left in place. During the operation, the patient had normal vital signs, satisfactory anesthesia, smooth operation, less intraoperative bleeding, and returned to the ward safely after the operation. The ureteral stent was placed to dilate the ureter and prevent postoperative ureteral stenosis and obstruction. The operation was smooth and there were no complaints of discomfort after the operation. It was stated that the at 10:25 urological CT on (B)(6) 2023, the patient had a proximal ureteral stent that breached the kidney. At 16:00 on the same day, patient was sent to the operating room for right ureteral stent adjustment under intravenous anesthesia. After the operation, snake venom hemocoagulase was given to stop bleeding. After treatment, the above symptoms gradually relieved, and he was discharged from hospital on (B)(6). It was noted that the right ureteral stent was adjusted under intravenous anesthesia, and snake venom hemagglutinin was given to stop the bleeding after the operation. After treatment, the above symptoms gradually alleviated, and he was discharged from the hospital on (B)(6).

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. Although an exact root cause could not be determined a potential root cause could be material selection. A DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "precautions: with any ureteral stent, migration is a possible complication which could require medical intervention for removal. Selection of too short a stent may result in migration. Potential complications: stent dislodgement, fragmentation, migration, occlusion". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.